Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2010, the patient was treated for an abdominal aortic aneurysm with the cook zenith graft. The zenith graft did not deploy as intended resulting in a proximal endoleak. The physician then implanted a gore excluder aaa endoprosthesis aortic extender component to fix the endoleak; however, this device was undersized for the patient's anatomy and the type I endoleak persisted. On (B) (6) 2010, the patient underwent an open conversion with the physician removing the gore excluder aaa endoprosthesis aortic extender component, along with portions of the cook zenith graft. A dacron graft was then used to complete the repair. A fem-fem bypass was also performed. The patient is reported to be doing well.